Event description:
Additional information: this issue occurred with two separate wire guides which had the same issue (with the same lot number).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a percutaneous nephrolithotomy (pcnl), part of the hydrophilic coating of a hiwire nitinol hydrophilic wire guide separated from the wire guide when removing the wire guide and has remained in the patient's kidney. This issue occurred with two separate 2 wire guides which had the same issue (with the same lot number). The coating of the wire guides were activated with a syringe with water. The wire guides were being used through an 18 gauge puncture needle. Fluoroscopy was also used during the procedure. Resistance was felt when using the wire guides. The wire guides had been in use for 10 minutes when the coating separated. The physician has confirmed that he will not re-operate on the patient as they are asymptomatic for the moment. No additional patient consequences were reported. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Photos of the complaint device were provided that show the product label confirming the lot number. Another photo shows that a section of the wire guide jacket has separated from the metal core of the wire guide. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The wire guide was supplied with IFU t_hbwg2_rev1 which includes the following precautions: · manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. · when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1 prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Based on the available information, no product returned, and the results of the investigation, cook has concluded a cause for the complaint cannot be established., it was not possible to rule out inadvertent user/procedural issues. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a percutaneous nephrolithotomy (pcnl), part of the hydrophilic coating of a hiwire nitinol hydrophilic wire guide separated from the wire guide when removing the wire guide and has remained in the patient's kidney. The coating of the wire guide was activated with a syringe with water. The wire guide was being used through an 18 gauge puncture needle. Fluoroscopy was also used during the procedure. Resistance was felt when using the wire guide. The wire guide had been in use for 10 minutes when the coating separated. The physician has confirmed that he will not re-operate on the patient as they are asymptomatic for the moment. No additional patient consequences were reported.